Event description:
Lor sticky, caused one "wet tap" today. Has been occurring since last week. Further info provided by the facility indicated that the pt suffered no adverse sequela associated with this incident.